Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, an 8mm amplatzer septal occluder was selected for implant in a patient using a 9f amplatzer trevisio intravascular delivery system. The occluder was being used to treated a atrial septal defect. It was noted during procedure that the occluder a deformation when deployed. Echocardiography was used to confirm the deformation of the 8mm amplatzer septal occluder while it was inside the patient. There was contact with intracardiac structures during the deployment. The type of deformation observed was elongation. The decision was made to recaptured the occluder. The deformed occluder was retrieved from the patient prior to release from the delivery cable inside the patient. There were no bends or kinks observed in the delivery system. A replacement 18mm amplatzer cribriform occluder was prepared and successfully implanted using the same delivery system. The patient experienced no clinical signs or symptoms during or after the event, and there was no clinically significant delay in the procedure. The patient was discharged at the time of report.

Manufacturer narrative:
An event of device deformity was reported. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. Information from the field indicated there were no bends or kinks observed in the delivery system. There was contact with intracardiac structures during the deployment. Please note that per the instructions for use, the recommended size delivery system for use with a 6 mm septal occluder is an 6f. A 9f sheath was used to deliver the device. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, an 6mm amplatzer septal occluder was selected for implant in a patient using a 9f amplatzer trevisio intravascular delivery system. The occluder was being used to treated a atrial septal defect. It was noted during procedure that the occluder a deformation when deployed. Echocardiography was used to confirm the deformation of the 8mm amplatzer septal occluder while it was inside the patient. There was contact with intracardiac structures during the deployment. The type of deformation observed was elongation. The decision was made to recaptured the occluder. The deformed occluder was retrieved from the patient prior to release from the delivery cable inside the patient. There were no bends or kinks observed in the delivery system. A replacement 18mm amplatzer cribriform occluder was prepared and successfully implanted using the same delivery system. The patient experienced no clinical signs or symptoms during or after the event, and there was no clinically significant delay in the procedure. The patient was discharged at the time of report. No additional information was provided.